Event description:
Follow-up information was received on 15-jul-2019: the patient informed that the hardened nodules were much better and that they were only noticeable when touching the chin with a finger. At the time of this report, the nodules were more pronounced on one side than on the other side; however, according to the patient, this was only a current state, because the nodules were coming back again after some time. As reported, the swelling remained ongoing and therefore her face shape did change. The patient was supposed to massage herself after the injection, which she did. The patient did not have any other treatments. The patient's follow up appointment was scheduled for (B)(6) 2019. Due to the provided information, the outcome of the event 'nodules on the face' was considered as and changed from not resolved to resolving. The outcome of the event 'hardening' was considered as and changed from resolved to resolving. The event 'swelling' remained unchanged

Event description:
The case has been reported by a patient who didn't provide the name of the injecting physician nor his contact details. We know from the patient that she comes from (B)(6).

Event description:
This MDR is related to MDR 2135225-2019-00045 referring to the same patient. Follow up information was received on 24-aug-2022: the patients initials were provided. The patient informed, that at the time of this report, the facial swelling and the nodules were still present. The nodules formed sometimes back, so that the patient did not feel them on the face, but then, they were coming back a few months later, undiminished. She stated, that her face was so disfigured that she was not able to leave the house without a mask and that her life was massively restricted. She tried to work in the home office and was not going around people anymore. One week prior to this report, she consulted a specialist in plastic and aesthetic surgery, who recommended a clinic, where they were able to break down radiesse, with a sodium thiosulphate injection. The patient was totally depressed and did not know what to do. Her life was very restricted. An operation in the chin area, was according to a consultation, very risky, however, it was the last option, event taught with a possibility of a nerve damage occurring. She had no contact to the treating physician, since 2016. Due to the provided information, the outcome of the events nodules on the face was considered as not resolved (changed from resolving). The outcome of the event swelling and hardening remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodules, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a (B)(6) consumer and concerns a female patient who was injected beginning of 2014. The patient was treated with radiesse® for the first time approximately in 2008, when she experienced severe swelling of the face. In 2014, after the treatment with radiesse®, the patient experienced nodules on the face, described as almost disfiguring, hardening and swelling on the face up to the cheek area. The patient noted that the severe swelling she experienced after the first treatment with radiesse® in 2008, occurred much later which she did not link to the radiesse® treatment, otherwise she would never have undergone the second radiesse® treatment at the beginning of 2014. Since the patient experienced the swelling of the face again and palpable nodules after the second treatment, the patient and her physician realized the possible relation to the filler. The patient wondered why the swelling was different, milder in the evening and more severe in the morning. The patient hoped that the radiesse® was going to be degraded with the time, but she also wanted to know if hylase injection could speed up the degradation, since the injecting physician used the hylase once, without visible success. On (B)(6) 2016, the patient undergone the a big facelift. The result was very good and the swelling and hardening were all gone. Therefore, the patient did not understand why did the swelling reappeared again, nearly 4 months after the facelift. Currently, the events were somewhat better but when the patient smiled her facial expression looked unnatural. As reported, strangers did not notice the swelling. Due to the provided information, the outcome of the event of swelling and nodules was assessed as resolving, and the outcome of the even of hardening was assessed as resolved. Photographs were provided. Follow-up information was received on 20-jul-2016: the patient scheduled an appointment the upcoming week with the plastic surgeon who performed the facelift at the beginning of (B)(6) 2016. She confirmed the injection of radiesse® was performed by another physician who submitted the patient to hyalase treatment without success. Nevertheless the physician thought hyalase was going to help due to facial volume loss. She wondered if hyalase was recommended by the company or if there was another possible medication to reduce the swelling. Otherwise she was going to wait until the swelling decreased with time. Follow-up information was received on 26-sep-2016: no further information could be obtained and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 23-may-2019: due to the initial provided information, the outcome of the event 'hardening' was changed from resolving to resolved, in 2016. The patient informed that she was injected with radiesse®, into nasolabial folds. The patient experienced nodules on the face and swelling. Follow-up information was received on 29-may-2019: this case was upgraded to serious. Assessment of the previous follow-up information was corrected. The patient had intermittent problems since the injection. There was nothing for months and then swelling appeared again with palpable and visible nodules. The patient was desperate and had visited a clinic. However, no surgical removal was performed to avoid the scars. At the time of this report, the patient's symptoms were ongoing and apparently they were not going to disappear without a treatment. Due to the provided information, the outcome of the events 'nodules on the face' and 'swelling' was considered as not resolved.